Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72404134, serial number: n/a, batch/ lot number: 1000126168, model/ catalog description: belt cuff fgs 6.0 cm iz. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000119352, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000134356, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) and an inflatable penile prosthesis (ipp). Developed a fistula which contributed to the implants getting infected. All components of both implants were removed. The patient then had the fistula taken care of and took the time to heal. A new aus was implanted. Additional information received. The infection was located in the patient's scrotum. The physician does not believe the device caused or contributed to the infection.